Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was unsure of the patients original surgery date, who performed the surgery, or where it was done. Patient was suffering from bursitis and the case was boarded as a bursectomy with possible head and liner exchange. Surgeon informed the patient that if he went into the hip capsule he would change the head and liner. Once getting into the hip, he felt the patient would benefit from getting the head and liner exchanged. A 40mm +9 head and 40x58 +4 neutral liner were removed. The surgeon opted to implant a 36x58 +4 neutral liner because he wanted to have a ceramic head as an option. Even though he was told it was off label, he felt the femoral neck was in good enough condition to receive a 36 ceramic. A trail reduction was performed with a 36mm +9. It was found to be stable, so the real head was opened and implanted. The hip was reduced and the closing process began. Doi: unknown; dor: (B)(6) 2021; (right hip).